Manufacturer narrative:
Astra tech has investigated complaints and tried to get further info with the result that we have no info on this incident. This incident came to our knowledge from the FDA (maude database), (B)(6), via a letter (B)(4). Since we have no add'l info on this incident, we have not been able to do any investigation on device sample or batch documentation. From the info in the maude database, the caregiver says that this is a reprocessed and reused single-use device. Reprocessing and reusing lofric primo is not supported by astra tech. Lofric primo is labeled single use and should not be reprocessed and reused. Astra tech is not aware of any reprocessing activities. Lofric has been on the market for more than 25 yrs, (B)(4). We have never heard of this kind of allergic reaction with lofric.

Event description:
As described in the maude database. Caregiver called regarding pt had an allergic reaction of hives "all over stomach and legs", when he tried a new catheter. Caregiver gave pt benadryl for hives, and says "hives look better this morning". Caregiver also called company and spoke to rep which stated "pt may be allergic to the sticky stuff". Caregiver does not know what rep is referring to.